Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and pelvic floor repair mesh and obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy. The patient experienced pain, urinary/bowel problems, recurrence, dyspareunia. (B)(4). \in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele, cystocele midline, ureterovaginal prolapse, urinary incontinence. It was reported that the patient had the concurrent procedures of a left salpingooophorectomy, tot sling, and colporrhaphy, total vaginal hysterectomy performed during mesh implantation.